Manufacturer narrative:
The baxter technician found the patient circuit kit needed to be replaced. The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system provides a noninvasive therapy designed for use by patients, caregivers, and healthcare providers. The system will simulate a cough to remove secretions in patients with a compromised peak cough flow. Possible adverse conditions listed in the device instructions for use include swallowing too much air resulting in the likelihood of vomiting and aspiration. The use of a face mask may result in discomfort, vomiting, or breathlessness in some patients. Close supervision throughout the treatment is necessary when this product is used by children or patients with physical limitations or impaired cognitive abilities. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the patient circuit kit to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the device got an error and noticed filter was cracked. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #: (B)(6).